Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, 4 screws were missing in the keyboard and the touchscreen was slightly out of specification. (B)(4).

Event description:
It was reported that the touchpen was not working correctly and the keyboard was broken. The programmer was returned for servicing. No patient complications have been reported as a result of this event.